Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).

Event description:
A patient underwent radiofrequency ablation (rfa) as a participant in the b-600 rgb salvage study. The patient reported nausea and vomiting for five weeks after ablation. The treating physician performed an upper endoscopy (egd) seven weeks post rfa which revealed a stenosed gastric pouch, which was dilated.